Event description:
Kangaroo enteral feeding bags that we use on our kangaroo epump have been coming apart. We have not harmed a patient as a result of this at this time. We have notified the manufacturer and they are aware of the problem, but it keeps occurring.